Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the thickened condition of the anterior leaflet. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage were likely related to the slda (procedural conditions). The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (61116u287) was implanted, reducing the mr to 2. On (B)(6) 2017, one day post procedure, a transthoracic echocardiogram noted that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to grade 4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. It was noted that there appeared to be chordal damage related to the slda. The first clip delivery system (cds 61121u231) was advanced and an attempt was made to implant the clip, but the mr could not be reduced. The cds was removed with the clip. During removal, when the cds was brought into the left atrium (la), the cds was presumed to have hit the lateral wall of the la, causing a hole in the la wall. A pericardial effusion occurred, which was treated with pericardiocentesis; however, the patient condition did not improve. The patient was hypotensive and tachycardic. The surgeon opened the patient's chest and attempted to surgically repair the hole; however, the patient could not be stabilized and his condition continued to decline. The patient died on the table. No additional information was provided.